Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 24-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('strong allergy to essure implants (allergy test positive for nickel)') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), vision blurred ("blurry vision"), arthralgia ("joint pain"), memory impairment ("memory lapses"), dyspnoea ("shortness of breath"), loss of personal independence in daily activities ("difficulties performing activities of daily living"), head discomfort ("constant sensation of having her head in a vice"), back pain ("back pain"), abdominal pain ("abdominal pain"), urinary incontinence ("urinary leakage"), burning sensation ("burning sensation all over the body"), depression ("depression") and disturbance in attention ("difficulties concentrating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, fatigue, vision blurred, arthralgia, memory impairment, dyspnoea, loss of personal independence in daily activities, head discomfort, back pain, abdominal pain, urinary incontinence, weight increased, burning sensation, depression and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, back pain, burning sensation, depression, disturbance in attention, dyspnoea, fatigue, head discomfort, loss of personal independence in daily activities, memory impairment, urinary incontinence, vision blurred and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Allergy test - on an unknown date: results: positive for nickel. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 272 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: nullification reason: regulatory authority informed that the case (B)(4) was identified as duplicate of the case (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 24-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("strong allergy to essure implants (allergy test positive for nickel)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), vision blurred ("blurry vision"), arthralgia ("joint pain"), memory impairment ("memory lapses"), dyspnoea ("shortness of breath"), loss of personal independence in daily activities ("difficulties performing activities of daily living"), head discomfort ("constant sensation of having her head in a vice"), back pain ("back pain"), abdominal pain ("abdominal pain"), urinary incontinence ("urinary leakage"), weight increased ("weight gain"), burning sensation ("burning sensation all over the body"), depression ("depression") and disturbance in attention ("difficulties concentrating"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, fatigue, vision blurred, arthralgia, memory impairment, dyspnoea, loss of personal independence in daily activities, head discomfort, back pain, abdominal pain, urinary incontinence, weight increased, burning sensation, depression and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, back pain, burning sensation, depression, disturbance in attention, dyspnoea, fatigue, head discomfort, loss of personal independence in daily activities, memory impairment, urinary incontinence, vision blurred and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - on an unknown date: positive for nickel. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25-jul-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 272 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.